Event description:
It was reported that the patient experienced unspecified issues with an ams inflatable penile prosthesis (ipp). The ipp device was explanted and a new ams ambicor penile prosthesis was implanted. No information about the patient outcome is available at the moment. Additional information was received. Device inflated but patient was dissatisfied with rigidity. No adverse patient effects.